Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in a procedure performed on (B)(6) 2025. During the procedure, there was resistance while opening and closing the snare. A reverse flow of fecal matter was found inside the sheath. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of device fluid leak. Block h11: the returned cold snare was analyzed, and a visual evaluation noted that the device returned without any visible problem. During functional inspection, the device was extended and retracted in the 10-inch loop fixture, and the loop extended properly. In a second functional test, the device was manually actuated in the snares retroflex fixture (B)(6) without any resistance. Finally, water was injected using a syringe from the distal sheath section, and no leaks were identified in the working length section or the handle cap. No other problems with the device were noted. The reported event of device fluid leak was not confirmed. Upon analysis, it was determined that the device did not have any visual issues or damages. The device was submitted to a functional test, and the loop extended properly without any additional resistance. Additionally, the working length did not present leakage during the leakage test. The returned unit did not show evidence of the alleged issues or any defect that could have contributed to the reported events. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in a procedure performed on (B)(6) 2025. During the procedure, there was resistance while opening and closing the snare. A reverse flow of fecal matter was found inside the sheath. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf device code a050401 captures the reportable event of device fluid leak.